Event description:
It is reported that patient underwent revision surgery due to pain. During operation, a milky with-green fluid was seen. Some metalose in soft tissue and on the trochanter major region, also to be seen in the collum.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(4). The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. As soon as additional information becomes available and/or the device(s) have been returned for evaluation and an investigation result is available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).